Event description:
On (B)(6) 2012, a reporter contacted lifescan (lfs) in (B)(6) via email alleging a onetouch verio iq meter was reading inaccurately high as compared to a lab device. The reporter reported blood glucose results of "9.7 mmol/l" with a lifescan meter and "7.6 mmol/l" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs's criteria for accuracy. There is no indication that the lfs product caused or contributed to a serious injury. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4): the test strips were tested and found to have failed for control solution high. The meter passed testing and functioned properly; no faults were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.